Event description:
It was reported that the atrial pacing lead impedance measurement of the cardiac resynchronization therapy defibrillator (crt-d) system was found to be high out-of-range. Technical services (ts) explained device programming to the hcp(healthcare professional) and analyzed the presenting electrogram (egm). This right atrial (ra) lead was a non-(B)(6) product. No adverse patient effects were reported. Currently, the crt-d system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).